Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.75 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with a mid-section strut in a lifted state. The undamaged crimped stent od (outer diameter) was measured using snap gauge this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified left coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced but could not be implanted, the stent struts was damaged. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified left coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced but could not be implanted, the stent struts was damaged. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.